Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: user error accidental hole.

Event description:
Healthcare professional reported that a device was opened and discarded or destroyed due to "accidental hole.¿ explant surgery was completed with a back-up device.